Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The superior shaft is broken at the pivot pin. The broken off portion of the shaft is missing and not returned for analysis. Optical examination identified a fairly brittle fracture, with no indication of fatigue. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the pituitary shaft chipped at the junction of the tips. No patient complications were reported.